Event description:
Pt underwent a left knee medical compartment arthroplasty, makoplasty. Stryker ortholock drill pins were drilled into the bone bicortally for the arrays on the femoral and tibial side. The arrays were attached, and the knee sequential info was obtained, finding the center of hip range of the motion. At the end of the procedure, the metal tracking pins were removed off the distal femur and proximal tibia. The tibial pin was missing 3/4 mm of the tip. Images confirmed the presence of tip of the pin in the tibia. It was decided that attempts at removal would be more detrimental than leaving the pin in. One time use.